Event description:
Consumer reported found 22 pen needles from this box that were bent on the patient end and clogged during injecting =dc. Lot # 2354673. Catalog# 320550. Date of event unknown. Sample status awaiting sample dc. Cs0070102.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. 22 pen needles affected by this event. Medwatch section c for the affected product is attached. Correction to d3 (country type, country), h6 (type of investigation, investigation findings, investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent and broken cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.